Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If additional information if received a supplemental report will be sent.

Event description:
Medtronic received information that approximately four years and nine months post implant of this bioprosthetic valve, the valve was replaced valve-in-valve with a medtronic transcatheter valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that the bioprosthetic valve was replaced due to calcification. No further adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received with the patient weight. If information is provided in the future, a supplemental report will be issued.